Manufacturer narrative:
H6: method code - initial medwatch was originally sent with code 3331 prior to completion of manufacturing evaluation.

Event description:
On (B)(6) 2019, the patient underwent an endovascular procedure to repair an abdominal aortic aneurysm and a left common iliac artery aneurysm using gore® excluder® aaa endoprosthesis. The left internal iliac artery was embolized with coils and the proximal part of a trunk-ipsilateral leg component was deployed below the renal arteries. Then the physician attempted to deploy a contralateral leg component in the right common iliac artery with pushing up. However, the contralateral leg component covered the ostium of the right internal iliac artery unintentionally. The ipsilateral leg of the trunk-ipsilateral leg component was deployed into the left external iliac artery as planned. Ballooning was performed to secure stent grafts. During ballooning, the physician attempted to push up the contralateral leg component. However, it was not successful. The procedure was completed without further treatment. The patient tolerated the procedure. The field sale associate reported that he suggested to use plc20100j instead of plc201200j for the target vessel to the physician. However, the physician selected to use plc201200j.